Event description:
The external pulse generator was returned for testing and calibration. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the main printed circuit board was out of electrical specification. The battery release, heart block, and lead flex cover were contaminated. The upper/lower cases, side bail covers, ring covers, and battery drawer were broken.